Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5103750). The manufacturer received information alleging having a hard time breathing, not getting enough air from the device and the air that was coming through smelt like cigarette smoke. The patient is also alleging eye discharge, sinus and ear infections. The patient stated they had numerous asthma attacks which required the use of an inhaler. The manufacturer's investigation is still ongoing. A follow up report will be completed when the investigation is complete.

Manufacturer narrative:
H3 other text : device has not yet been returned to the manufacturer for evaluation.